Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
The doctor reported implant removed due to fracture at the head. Procedure was not completed with another implant. Inflammation and pain reported as a consequence of the event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii), and clenching. The reported device was located on an unknown tooth location (fdi) and was used for approximately 2 years 11 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review was completed for the subject lot number (63518212). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63518212) for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant'. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture implant) or product (tsv4b8). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.